Event description:
It was reported that a small volume folfusor underinfused fluorouracil during patient infusion. During the inspection two (2) days after starting the infusion, hardly any medication had been delivered. The pump was left attached an additional day. After 72 hours of infusion, there was hardly any medication flowing from the pump. The pump was changed to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured april 21 to april 22, 2023. H10: the device was received for evaluation. The sample contained 78ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.